Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 product was confirmed. The root cause was loose connection. The label review found the labeling adequate for the possible use error in this complaint.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the home choice (hc) during use. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and there were no patient extension lines in use. The patient had not disconnected prior to the alarm. There were no open clamps on unused lines, and there was nothing unusual noted about the supplies. The supplies had not been damaged by an outlet port clamp or an assist device. The home patient (hp) stated that the heater bag had leaked due to a bad connection. The technical service representative (tsr) had the hp cycle the power to receive a system error 2367. The tsr advised the hp to complete therapy using manual supplies and to call his registered nurse in the morning. Proper procedures were reviewed with the hp. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.